Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he experienced hyperglycemia due to insulin leakage. Insulin leakage occurred when he bolused. There were no concerns with the preparation or insertion of the infusion sets. Patient reported "the cannula was leaking out the top," and he noticed it was wet. Blood glucose elevated to 180-250 mg/dl, and normal blood glucose is 150-180 mg/dl. Patient changed the infusion set and bolused to decrease his blood glucose. Patient was not sure if the infusion cannulas were bent. Insertion device was used to insert the headsets, and the issues were noticed approximately 1 day following insertion. He experienced this concern with 2 of the 4 infusion sets that he used. No product was requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.